Manufacturer narrative:
(B)(4). Batch # r5a03d. Additional information received: did the device lock-out (no staples deployed and no cut line started)? Answer: the stapler was loaded, it was closed, the stapling knob was turned on, and at that moment there was a noise that seemed the stapler was losing its energy. At that time an unsuccessful attempt was made to reopened it, and only then did the reverse button was activated. It was possible to open its jaw to remove the reload and the surgeon opted to test a second reload, where the same problem occurred. Did the device deliver any staples? Answer: device fired staples but there was no fixation in the tissue. Clamps were loosened and the surgeon had to remove one by one from those who were fired. If yes, were the staples that deployed into the tissue in the proper closed b-formation? Answer: no, some staples entered the tissue, pierced and loosened, requiring the surgeon to remove them. Did the device cut? Answer: the apparatus ''chewed'' the tissue, perforated but there was no cutting and no clamping. If yes, was the cut line complete? Answer: no, there was no cut line. Stapler failed since first shot or, did the knife advance completely to the distal tips of the jaws, but not return automatically? Answer: the blade did not advance, the failure was from the first shot, did not progress. If the stapler cut the tissue, but did not staple it how was the cut tissue addressed? Answer: the tissue was not cut or stapled. Mandible closing was done, activation of energy for posterior stapling and cutting. These cuts did not happened because there was a failure to power. As if the stapler's battery had run out with the stomach stuck in the jaw. Investigation summary: the analysis results found that one psee45a device was returned with the anvil knife slot damaged, and with a gst45b reload loaded on the device. The reload was received partially fired 1/2. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
When performing the gastroplasty procedure in the pprc patient, at the time of the gastric pouch, stapling failed with the echelon gst laparoscopic stapler two times (it did the clipping noise but did not return) and did not clip. Then it was changed and the surgery had its modifications but it finish without intercurrence in the other clippings.